Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pq91, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The day prior to the report she fell off her lawn tractor and hurt her foot. On the day of the report the patient had not felt an urge and her programmer was not working. It was giving a warning symbol and synch icon. The programmer was working fine before the fall; she even tried to change the batteries, but the programmer was still not working. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.